Manufacturer narrative:
On 11/30/15 - we were just notified that this lead was capped on (B)(6) 2014 and was replaced with a competitors lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was present on the lead resulting in detection and an inappropriate shock. The lead remains implanted.